Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the faradrive sheath was observed to fail at sealing vacuum pressure during leak performance testing. Inspection of the luer found the flush lumen to be torn where the adhesive fillet bonds the lumen to the valve hub, creating a potential leak path. An attempt to pressurize the flush lumen with deionized water revealed a slow leak from the damaged area, confirming that this defect was the cause of the allegation.

Event description:
It was reported that during insertion for a denovo pvi procedure the faradrive steerable sheath clear was selected for use, upon preparation/introduction of the sheath, air ingress was observed due to a potentially faulty valve. No device was in the sheath prior to the observation of air apart from the farawave catheter. Excessive bubbles were observed in the aspiration syringe. Guidewire was retracted in the within the catheter as the air was observed on insertion of the farawave catheter into the sheath and aspiration right after. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a denovo pulmonary vein isolation (pvi) procedure the faradrive steerable sheath clear was selected for use, upon preparation/introduction of the sheath, air ingress was observed due to a potentially faulty valve. The troubleshooting was performed and the sheath was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.